Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the programmer rebooted when attempting to read the data on the loop recorder. Several attempts to resolve the connectivity issue were made, such as exchanging the usb "dongle" and extending with the extension cable on the programmer, but it did not resolve the issue. It was speculated that the issue could possibly be due to normal battery depletion or several recorded events on the device. The patient would continue to be monitored remotely. There were no patient consequences.